Manufacturer narrative:
Abbott field service resolved the issue by replacing the cmia reader, metal case, tested (rohs), which was identified to be the likely cause. A review of the architect serial isr05829 service history identified no subsequent issues since the part was replaced. A review of complaint and trending data for cmia reader, metal case, tested (rohs) identified no issues or trends. A review of architect i2000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no specific patient information was provided.

Event description:
The customer reported a false depressed architect ca 125 result on the architect i2000sr analyzer. The customer indicated the sample generated an initial result of 20 and retest of 200 u/ml. No specific patient information was provided and no adverse impact to patient management was reported.